Manufacturer narrative:
One 72202901 footprint ultra pk suture anchor 4.5 device used in treatment, was returned for evaluation. The information provided states: ¿during a shoulder cuff repair procedure, after having implanted the footprint and as the inserter was being pulled out, the anchor was removed as well¿. Visual assessment confirmed the reported complaint. The device and anchor showed human matter, no sutures were returned. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: excessive force and improper use of the device. Per instructions for use: ¿excessive force during insertion can cause failure of the suture anchor or insertion device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that, during a shoulder cuff repair procedure, after having implanted the footprint and as the inserter was being pulled out, the anchor was removed as well. There was a backup device available which was used in an additionally drilled bone hole. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.